Event description:
Acetabular component loosening was noted in 2008. Patient underwent a revision of the acetabular component in 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.